Manufacturer narrative:
During use, there was difficulty deploying the outback re-entry catheter and the catheter was cracked below the nose cone. There was also difficulty advancing the catheter in the 6f competitors sheath. There was no patient injury. The physician did not prep the outback according to the instruction for use (IFU) and the physician had difficulty advancing the outback thru the sheath. Upon removal, the physician was unable to deploy the needle and he saw that the device was cracked below the nose cone. The target lesion is the superficial femoral artery (sfa) however, the outback was never advanced through the sheath or over the arch. During prep, the cannula/needle actuate smoothly. There was no difficulty retracting the cannula back into the catheter. The ports were not flushed twice, only once. Heparinized saline was used for preparation and flushing of all ports. The catheter was prepped in the straight configuration. The cannula tip was fully retracted before insertion. The handle deployment slide locked in the proximal position. The deployment difficulty felt frictional (outright blockage). The device was stored on a cath lab shelf for less than a month. The device is available for analysis. No other information was provided. One non-sterile outback elite 120cm re-entry was received coiled inside a plastic bag. Per visual analysis, the cannula was received fully retracted into the outback (not deployed). A cracked condition was observed on the catheter body at 2.5 cm from distal section. No other damages/anomalies were found on the unit. Cannula deployment process and insertion/withdrawal test could not be performed due to the cracked condition of the unit. The unit was sent to sem analysis to identify the root cause of the crack on the outer shaft distal tip of the outback. Results showed that the cracked area of the outback elite outer member distal tip presented evidence of material deformation and elongations. Also, the braid wires presented plastic deformations that result in a surface type of cup resulting on a wire diameter reduction and ductile dimples that are associated with separations cause by material tensile overload. Therefore, it is thought that the outer member material was induced to a tensile force that exceeded the braid wires and outer member material yield strength prior to the crack. No other issues were noted during sem analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failures reported by the customer as ¿cannula/needle (outback only)- deployment difficulty¿, ¿catheter tip/distal tip - fractured ¿and ¿cto catheter system - resistance/friction (outer body) ¿ were confirmed due to fracture condition found on the catheter body, as well as, the cannula deployment test and insertion/withdrawal test could not be performed due to the this damage. The exact cause of the failures reported could not be conclusively determined. Handling process and/ or procedural factors may have contributed to the condition of the unit as received. The fracture condition showed elongations and deformations. The elongations and deformations observed are typical characteristics as a product of an application of a tension force that induced the fractured on the unit. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use, there was difficulty deploying the outback re-entry catheter and the catheter was cracked below the nose cone. There was also difficulty advancing the catheter in the 6f competitors sheath. There was no patient injury. The physician did not prepped the outback according to the instruction for use (IFU) and the physician had difficulty advancing the outback thru the sheath. Upon removal, the physician was unable to deploy the needle and he saw that the device was cracked below the nose cone. The target lesion is the superficial femoral artery (sfa) however, the outback was never advanced through the sheath or over the arch. During prep, the cannula/needle actuate smoothly. There was no difficulty retracting the cannula back into the catheter. The ports were not flushed twice, only once. Heparinized saline was used for preparation and flushing of all ports. The catheter was prepped in the straight configuration. The cannula tip was fully retracted before insertion. The handle deployment slide locked in the proximal position. The deployment difficulty felt frictional (outright blockage). The device was stored on a cath lab shelf for less than a month. The device is available for analysis. No other information was provided.